Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the condition could not be confirmed or duplicated. The console was tested and met manufacturer's specifications.

Event description:
Report was rec'd from the USA stating that the device displayed an error message on the console during surgery. It is known that there were no injury or medical intervention reported. The date of the event is unknown. There was no add'l info provided.